Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Through right femoral access, the physician intended to use a nanocross pta balloon during angioplasty of the left leg. The nanocross was advanced to left posterior tibial artery and was inflated to 10 atmospheres, and balloon ruptured on the first inflation. The balloon was removed intact and a new same sized nanocross was successfully inflated. No complications from rupture were reported.